Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, failure analyses observed a 1 inch long section of light scraping around the outer diameter. This site has previously returned bent cannulas which were the likely cause of scraping.

Event description:
It was reported that the shaft of the large needle driver instrument began splintering. It was reported that no components had fallen off into a pt. No add'l info has been provided. No pt harm, adverse outcome or injury was reported.